Manufacturer narrative:
Additional information provided in h.3. And h.10. The customer indicated the use of qualified associated products. Information was provided that the reported 17.0 diopter lens model was replaced with a different model 17.5 diopter lens. The product was not returned to evaluate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient experienced blurry vision. The lens was exchanged approximately four months following initial implant. Additional information was requested.